Event description:
It was reported that this patient reported to the emergency room (ER) for dizziness and a slow heart rate. Upon review of data from this pacemaker, it was found that there was loss of capture (loc) on the right ventricular (rv) lead. This pacemaker and right ventricular (rv) lead were explanted. The right ventricular (rv) lead was a non-(B)(6) product. A new pacemaker and lead were placed. No additional adverse patient effects were reported, "pacesetter". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).